Event description:
On (B)(6) 2022 customer received a suspected false negative result using cue covid-19 test for home and over the counter (otc) use cartridge lot 21618m, cartridge sn (B)(4), and cue reader sn (B)(4). 12 hours later the customer received a positive covid-19 antigen test result; antigen test brand and exact testing date is unknown. On (B)(6) 2022 customer tested positive using cue covid-19 test for home and over the counter (otc) use cartridge lot 21618m, cartridge sn (B)(4), and cue reader sn (B)(4). Customer reported they are experiencing covid-19 symptoms and has been exposed to people who are covid-19 positive.

Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.